Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she bled upon removing an infusion set. The blood glucose reading was 458 mg/dl. Customer treated with manual injection and eventually brought it down to 368 mg/dl and then a normal level. Nothing further was reported.